Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn.

Event description:
A report was received that the trial patient's back was tender and sore where the needles poked. The physician pulled the leads completely.